Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents at this time. Based on this information and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. Simultaneous gripper actuation was attempted however one gripper arm was not lowering therefore the cds was retracted to the left atrium (la) and tried again. The gripper arm still would not lower therefore the cds was removed. Outside the anatomy the gripper arm was able to be lowered. Another cds was used, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.